Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply line of the amia peritoneal dialysis set became loose from the cassette component during the setup. The patient explained that when they were loading the cassette, the supply line became loose and that this happened ¿a couple of times¿. The patient used a new cassette to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.